Event description:
The customer reported that when using a thunderbeat 5mm, 35cm, front-actuated grip, the tip broke and needed to be retrieved from the patient. The event occurred during the therapeutic (laparascopic hysterectomy) procedure. There was no patient harm associated with the event. Additional follow up was requested multiple times but not received.

Manufacturer narrative:
Clarification regarding a5: not hispanic/latino was inadvertently selected and is unable to be unselected. The device has been returned for evaluation, but no results are available yet. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial h4. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe was broken at 15 mm from its distal end. Scratches were observed on the probe. Cracks were progressing from the scratched area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the mechanism causing the breakage of the probe might be the following: 1)during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2)scratches were generated on the probe. 3)a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4)a force was applied to the probe causing it to break. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.